Event description:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.